Event description:
Clinical manager of (B)(6) called to say that a patient had a sleep study. Called the next day to say that her eyes were irritated and she had blurred vision. Told by lab to rinse eyes with isotonic saline solution. We suggested an extended shower rinsing her eyes with water as warm as comfortable. Lab has not followed up with patient as of this date. Patient is scheduled in for another exam next week but status of injury not confirmed as of this date. Likely not persisting because, pt has made no further contact with lab.

Manufacturer narrative:
Lab has not heard back from patient, therefore, we could not determine severity of injury at this time. Assumed to be minor since patient has not made contact with the sleep lab, but cannot confirm.